Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 371 mg/dl. Customer was explained the possible causes of blank display. Customer stated that there is crack on the pump screen. Customer does not know how damage happened. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 371 mg/dl. Customer stated the pump alarmed during normal use. Customer was treated with 8 units of insulin with syringe. Customer was explained that a battery out limit alarm during normal use may indicate a loose battery cap.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, a21, self-test and no delivery tests. No excessive no delivery error alarm or reset settings noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. The insulin pump had cracked lcd window, minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.